Event description:
It was reported that shaft break occurred. The 98% stenosed target lesion was located in the 60% calcified left anterior descending (lad) artery. A 3.0mm x 15mm quantum maverick balloon was advanced for dilatation; however, it was noted that the delivery shaft of the balloon was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was a separation of the hypotube at 54.1cm from the strain relief. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon was tightly folded. There was blood in the manifold, inflation lumen, and balloon folds. The tip of the device was damaged. Photo media was received, however, photo analysis reviewed was found to be not applicable as it was a photo depicting product packaging.

Event description:
It was reported that shaft break occurred. The 98% stenosed target lesion was located in the 60% calcified left anterior descending (lad) artery. A 3.0mm x 15mm quantum maverick balloon was advanced for dilatation; however, it was noted that the delivery shaft of the balloon was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.